Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) was unable to confirm the reported gripper actuation issue; however, the results of the returned device analysis indicated that the release crimper was loose. A review of the complaint history identified no other similar incidents from this lot. Further assessment determined that the loose release crimper may potentially be related to the manufacture of the device. Av determined that the root cause of the loose release crimper to be method with contributing root causes of man (operator), mother nature and design. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: during grasping, it was not possible to move the grippers. The device was removed. Two clips were successfully implanted reducing mixed mitral regurgitation from grade 3-0 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed for the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). The clip delivery system (cds) was advanced, but it was not possible to move the grippers. The cds was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.